Event description:
Syringe driver commenced infusion of diamorphine 20mg., cyclizine 150mg and medazolam 5 mg. At 15.15. At 19.15 driver was found to be running too fast. 18mm had been dispensed in 4 hrs instead of 2mm/hr. Pump stopped. Dr. Informed. Pt checked and stable. Even though there was a pt death co does not have any details. Rep at the hosp said that the pt death is not attributed to the alleged overinfusion.